Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a untreated episode due to oversensing of noise. Technical service (ts) consultant was requested to review latitude reports. Ts provided recommendations to bring patient into the clinic for additional testing and imaging. The sicd remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a untreated episode due to oversensing of noise. Technical service (ts) consultant was requested to review latitude reports. Ts provided recommendations to bring patient into the clinic for additional testing and imaging. The sicd remains implanted. No adverse patient effects were reported. Attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.